Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was performed when the issue happened. The procedure was completed by restarting the system. The philips field service engineer (fse) checked system and confirmed that system was not booting. Upon troubleshooting fse found the host pc is not running normally. When the host pc's power button was pressed, the cath lab system started up normally, after restarting the system the problem persists. Fse found that the cmos battery and sel data have failed. To resolve that fse reseat the hard disk, lan connector, and all connectors in the host pc and restart several times. After repairs were completed, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not bootingno harm was reported to philips.philips has started an investigation of this compliant.